Event description:
It was reported that the screen of the customer's insulin pump was scratched. Her blood glucose was unknown at the time of reporting. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
Findings: the insulin pump was received with minor scratches on the display window, cracked display window corners, and cracked reservoir tube lip. (B)(4).